Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow, down arrow and ok keypad buttons were sticking. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up # 2 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately; the complaint could not be duplicated. During investigation the keypad was removed and no contamination or defect was found. The pump was opened and no damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.